Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of levophed and the delivery was started. No specific programming parameters were provided. On an unspecified date and time, the other channel of the device was programmed to deliver an unspecified concentration of dobutamine, and the delivery was started. No specific programming parameters were provided. On (B)(6) 2013, at approximately 2300, the nurse reported an unspecified software alarm occurred. At that time, the patient's systolic blood pressure was reported to quickly decrease to the high 70'smmhg and the ci (cardiac index) to 7.8l/min from an unspecified level. At that time, the nurse reported using the emergency release lever to remove the tubing set. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported the rate of the levophed was briefly increased to an unspecified rate. After an unspecified length of time, the customer contact reported the patient's blood pressure increased to an unspecified appropriate range. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated on (B)(6) /2013, at 1606, channel a of the device was programmed using the drug library to deliver albumin 25% - furosemide 110mg/100ml, at a rate of 5ml/hr, with a vtbi of 90ml. , and the delivery was started. At 1621, channel "b" of the device was programmed using the drug library to deliver norepinephrine 16mcg/1ml, at a titrated dose rate 12mcg/min, with a vtbi of 28.339ml, and the delivery was started. Between 1701 and 2100, the dose rate of channel "b" was titrated between 10 and 12mcg/min. At 2306, an end of infusion alarm occurred, kvo delivery began, a titrated dose rate change of 10mcg/min was programmed on channel "b", the next button was pressed, the start button was pressed, delivery was stopped, kvo delivery stopped. The next power on is indicated on (B)(6) 2013, at 0938, a post software tightloop malfunction error, and cassette eject lever alarm occurred. At 0942, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.